Event description:
It was reported that the 9900 system had gib/ffb resets intermittently. This incident has occurred a couple of times per week. A reboot allows the customer to continue the procedure. System also locked up and showed arrows across mainframe display. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep performed the following: replaced fluoro functions board and generator board. The system operates as intended.